Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no return of the complaint product, but there was a visual check on the photo provided, which showed the connector assembled in the wrong way. A scar snn-00005050 was issued to request the manufacturer (iawa) to conduct a detailed investigation with the photo. Root cause was speculated to be caused by human error in testing process and was overlooked. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. No device was returned for investigation. A photo of device was returned but could not be found in the system, since it is a pfg product. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that one endotracheal cannula and the connector of the device came in the wrong position and could not be used. There was no patient involvement.